Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection of the homechoice cassette supply line from the supply bag occurred which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain two of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection of the homechoice cassette supply line from the supply bag that led to this alarm. The supply bag fell and disconnected as it was not connected securely; it was not twisted in all the way. The hp reconnected the bag and tried to resume therapy. The hp clarified that they connected everything properly before therapy started. The renal therapy services (rts) explained the alarm to the hp and assisted with ending therapy. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.